Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead was oversensing noise causing auto mode switch. The patient was scheduled for a lead revision. Upon opening the pocket, the atrial lead and ventricular lead showed insulation breech. The leads were explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. Final analysis found that as received, a partial lead (only distal portion) was returned in one piece. Visual examination found an external insulation abrasion breaching the right ventricular cable lumen. The cause of reported event was due to external insulation abrasion consistent with friction to the device can.